Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited motor not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are broken, no physical damage was observed. The device? Event history log was reviewed for evidence of the reported event and found ? Motor not running? Error. To conduct functional testing, a flow test was administered ? In result alarm was replicated. The root cause of the motor not running is due to the motor assembly not operating as intended as a result of customer use. To resolve the issue, the motor assembly was replaced as motor assembly parts were ten years old. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.